Event description:
It was reported, the telescope showed a purple screen and had error e104. The issue occurred during preparation for use of a therapeutic laparoscopic surgery. There were no reports of patient harm, no delay, the patient was not under anesthesia, and the procedure was able to be completed with a similar device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) hospital (added here due to character limitation in respective field). H9/reporting number: <(B)(4)> (added here due to character limitation in respective field).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information (d8, d9, h4) and the legal manufacturer's final investigation results. Based on the result of the investigation, the purple image could not be reproduced or confirmed; therefore, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.